Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead exhibited loss of capture, drop in impedance and loss of sensing due to complete heart block. On (B)(6) 2019, the lead was explanted and replaced. The patient was stable.